Manufacturer narrative:
On (B)(6) 2020 arjo was made aware of incident with arjo sara 3000 active floor lift involvement. Based on the information shared by the customer facility, during lifting the resident, the lifting arm of sara 3000 suddenly collapsed. The resident sat back on the commode and no injury was sustained. Service history of this device indicates that the previous preventive maintenance was carried out by arjo representative a month before the incident (on (B)(6) 2020) and minor repairs were performed (silent blocks and hand grips replaced, preventive maintenance according to arjo service manual). There was no indication of a lifting arm or its bolts failure at that time. The reported incident took place on (B)(6) 2020. Inspection carried out two days after incident revealed that both bolts, mounting the lifting arm to the mast, were sheared off. Moreover, the lifting arm was distorted and deep paint scratches on one arm were found. This could indicate collision of the device or attempts to raise the lifting arm, possibly blocked by an obstruction. Although the facility staff did not confirm that the device was used under some obstruction, they stated that the damage to the lift must had happen earlier that day. To sum up, exact root cause could not be stated with certainty, however scratches and bent lifting arm indicate that the device might be used not in accordance with device labelling. The device did not meet its performance specification as the lifting arm detached from the mast. The sara 3000 active floor lift was used for the patient¿s transfer when the malfunction occurred and in that way it was involved with the reported incident. No injury was sustained. The complaint was decided to be reportable in abundance of caution, due to indication of lifting arm detachment during use with the patient.

Manufacturer narrative:
Device evaluation, performed by arjo representative after event, confirmed broken bolts which connect the lifting arm to the mast. Moreover, there were deep scratches in the paint on the lifting arm and the middle bar which connects the two arms was bent. Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2020 arjo was informed about incident with arjo sara 3000 active floor lift involvement. On (B)(6) 2020 arjo representative went to the customer facility to gather more information and perform device evaluation. The caregiver confirmed that when the patient was being lifted off commode, two bolts holding the lifting arm broke. In effect, the patient sat back down on the commode, no injury was sustained. The caregiver was asked if the device was used under some obstruction, but they denied. The employees of the facility stated that the damage to the lift must had happen earlier that day.